Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro sparked and failed to deactivate. When the device was taken out of the patient, there was a flame present. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question. Please refer to 2242352-2013-00746 for the hemopro device which was also used in this case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).